Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the laser stopped firing at the end of laser treatment with an unknown energy message. Additional information has been requested.

Manufacturer narrative:
During a onsite visit the company representative was not able to duplicate customer reported event and could not find reported issue in log file. The company representative found laser had not been used regularly and also found optics with normal wear. As a preventive measure the company representative performed routine optics maintenance, replaced main focus lens and successfully completed system verification to specification. No technical root cause was identified as the company representative could not duplicate the reported event and could not find reported issue in log file. The root cause cannot be determined conclusively. (B)(4).